Event description:
It was reported, the patient received inappropriate anti-tachycardia pacing and hv therapy for detection of af with rapid ventricular response. Device interrogation and reprogramming were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.